Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. It was alleged that the device has a red screen with the message "ventilator not operative". No harm or injury was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. It was alleged that the device has a red screen with the message "ventilator not operative". No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and internal battery need replaced to address the issue.